Manufacturer narrative:
Updated: b5. Describe event or problem and d. Concomitant product/therapy.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non-calcified and non tortuous saphenous vein graft (svg) to obtuse marginal (om) branch. A 2.50 x 20mm synergy xd stent was advanced to treat the lesion. However, the mid and distal shafts snapped with very little forward pressure. The physician was not pushing in to a barrier when the system snapped. The device was pulled out and the procedure was completed with another 2.50 x 20 mm synergy stent. No patient complications were reported. It was further reported that the valve was fully opened to allow easy passage of the device and there was no resistance encountered at any stage. The shaft snapped before any kind of attempt to straighten a kinked/bent shaft were identified.

Event description:
It was reported that shaft break occurred. The 80% stenosed target lesion was located in the non-calcified and non-tortuous saphenous vein graft to the obtuse marginal branch. A 2.50 x 20mm synergy xd stent was advanced to treat the lesion. However, during advancing, the shaft snapped in half just between the mid and distal portion. The device was removed and the procedure was completed with another 2.50 x 20 mm synergy stent. No patient complications were reported.